Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2018 alleging the patient experienced hyperglycemia of while on insulin pump therapy with blood glucose measuring 400 mg/dl with nausea and moderate urinary ketones. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. The patient reportedly phoned their health care provider who then made an adjustment to the basal rate in the pump, which worked to lower the patient¿ blood glucose. The reporter alleged the pump emitted a call service alarm 064. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with a call service alarm issue.